Manufacturer narrative:
(B)(6). The pump was returned to animas and evaluated on (B)(4) 2011. Evaluation revealed that the up arrow button was intermittently activating desired pump functions when pressed. There was adhesive found under the up arrow button contact. Unrelated to the complaint the display appeared to be pink and dim. After a new display was installed the contrast was normal. Also unrelated to the up arrow button the audio bolus button was found to be detached.

Event description:
Evaluation revealed that the up arrow button was intermittently activating desired pump functions when pressed. There was no reported patient impact to the patient using this pump.